Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1, a2, a3, a4: there are multiple patients. All known information is provided in the literature article. D4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: anghel a, garthmann j, alkahwagi b. A peek rod-based dynamic instrumentation construct for the degenerative lumbar spine disease, first appraisal based on five-year clinical and radiological findings. Med devices (auckl). 2025 mar 18;18:191-199. Doi: 10.2147/mder.s509958. Pmid: 40124182; pmcid: pmc11929408. Objective/methods/study data: the aim of this cohort retrospective study delivers first results after the use of a pedicle-based, screw and peek rod system. Between january 2011 and december 2012, a total of 100 patients 56 (56%) were women, the rest of 44 (44%) were men patients ages between 38 and 85 years of age and an average of 68 that have had surgery with pedicle-based dynamic instrumentation system consists of viper and viper semi-constrained (sc) screws. Patients were followed up after surgery for at least one year or sooner when complications arose. Lot, model and catalog numbers are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes viper and viper semi-constrained (sc). Adverse event(s) and provided interventions possibly associated with unk - constructs: viper (qty (B)(4)): -(B)(4) patients had a dura lesion during intraoperative complication, three in a one-segment surgery, eight in a two-segment surgery and two in a three and more segment instrumentation, which does not differ greatly from other studies. No intervention provided. -(B)(4) patients (in the early postoperative period of 3 months) required further surgery due to wound dehiscence. -(B)(4) patients (in the early postoperative period of 3 months) required further surgery due to hematoma. -(B)(4) patients (in the early postoperative period of 3 months) required further surgery because of persistent stenosis. -(B)(4) patient required further surgery up to 6 years postoperatively because he had developed a metastasis and had the implants removed in order to facilitate radiotherapy. -(B)(4) patients required further surgery up to 6 years postoperatively because of symptomatic in segment restenosis, herniated disc or asp. -(B)(4) patients were not pain free with the outcome after 56 months after surgery, minimum of 24 and maximum of 95 months. No intervention provided. Adverse event(s) and provided interventions possibly associated with unk - mono/polyaxial screws: viper (qty (B)(4)): -(B)(4) screw malposition was observed during intraoperative complications, thus resulting in fifteen complications or 15% of all patients. -(B)(4) patient required further surgery due to a symptomatic screw malposition. -(B)(4) patients required further surgery up to 6 years postoperatively because of a symptomatic screw loosening or breakage. -(B)(4) cases of screw loosening determined by the presence of radiolucent lines at the screw/bone interface or cut out of the screws in normal or dynamic x-rays, as well as CT scans documented. Ten in a one segment instrumentation out of which (B)(4) required surgery because of symptomatic radiculopathy, surgeries were performed within 2 months and 6 years of the primary instrumentation. (B)(4) in 2 segment instrumentations out of which (B)(4) showed no symptoms and required no renewed surgery up to the time of the study, but the rest did require surgery 1 to 3 years later. Seven in 3 segment instrumentation, out of which 2 required renewed surgery.